Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced insulin leaking from the pump after a full supply change, despite following the described sequence of inserting a cartridge and then attaching the connector, and the leak had recurred for several weeks. The problem was characterized as a leak involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed leakage related to a seal issue consistent with a device leak/splash, with the affected component identified as the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.